Event description:
It was reported that the patient never had a therapeutic effect. The implantable neurostimulator (ins) had been off for 11 months since first reported in (B)(6) of 2008. The implantable neurostimulator (ins) was reprogrammed and the patient still had problems. It was noted that the patient had a stroke, which resulted with left sided arm and leg paralysis. There was no indication that the stroke was device related. Additional information received reported that right when the implantable neurostimulator (ins) was put in ¿they thought the wires moved right away and it had not worked since then.¿ the patient reportedly used therapy off and on. The patient was to contact the implanting physician. The reporter inquired about getting the ins explanted and possible upgrade.

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 3031a, (B)(4), product type programmer, patient, product ID 3889-28, lot# v121977, product type lead. (B)(4).